Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of the revision due to infection. Reportedly, the crt-p was explanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.